Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, one jaw of the clip was not closing. The surgeon was able to squeeze the handle but there were issues experienced with the loading or firing of the clips. The clips were able to be fired from the device but were malformed. The clips fell into the patient¿s cavity and were retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with six clips remaining. Two malformed clips were jammed in the jaws. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. The instrument was received inserted into an trocar. Functionally, the malformed clips were removed. The jaw leg was reset by aligning the cam with the driver. The trocar was removed. The handle could not be cycled. The instrument was disassembled, and the pusher bar was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Replication of the buckled pusher bar condition may occur under the following conditions: 1) if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. 2) if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. 3) squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, one jaw of the clip was not closing. The surgeon was able to squeeze the handle but there were issues experienced with the loading or firing of the clips. The clips were able to be fired from the device but were malformed. The clips fell into the patient¿s cavity and were retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.